Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown legacy zimmer implant was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the respective product families (IFU/rmf) appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown legacy zimmer implant) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the unknown legacy zimmer implant, as it was not reported with enough information. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for the device. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. If follow-up, what type: follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Evaluation codes. Additional narrative.

Manufacturer narrative:
(B)(4). Product not returned yet.

Event description:
It was reported that the implant was fractured and remains implanted. Tooth location 28.